Event description:
Medtronic received information that this bioprosthetic valve, implanted 2 years, had the leaflets excised due to regurgitation. It was reported that a stented bioprosthetic valve was implanted inside the aortic root. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Evaluation method and results: device history could not be reviewed as the serial number was not provided. Conclusion: cause of event cannot be determined due to the receipt condition of the valve. Analysis: upon receipt at medtronic's quality laboratory, two excised leaflets attached to a partial commissure, leaflet and aortic wall remnants were received for analysis. All leaflets were excised and/or removed. The existing leaflets were slightly stiff but flexible. Remnants of a leaflet remained attached to a piece of aortic wall tissue. There was no evidence of tissue deterioration. One partial commissure remained intact with two existing leaflets attached. Radiography showed trace mineralization in the existing commissure and an aortic wall remnant. Conclusion: reduced performance of the valve is attributed to mineralization. This finding is generally considered a patient related condition. Analysis was unable to determine the cause of the event due to the receipt condition of the valve.